Manufacturer narrative:
Initial 6 of 9. E1: name: medtronic minimed. Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). E1:patient city: (B)(6). Patient country: spain. Address as per the customer entity. Request was performed for additional information including lot number & sample return; however, lot number and sample return data were not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026.